Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the dial a flow was cracked in the half (only blue part visualized in the photo). The reported condition was verified. By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined, however, it was noted that the condition could be due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow regulator of a clearlink system extension set was cracked which resulted in a leak. The leak of intravenous (IV) fluid was discovered during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.